Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat degenerative joint disease. The patella was resurfaced and competitor cement was utilized. There were no indicated intra-operative complications. The patient underwent a left knee revision to address tibial tray loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a second left knee revision with an exchange of the competitor tibial insert and surgical intervention to correct an extensor mechanism failure with partial quad tendon tear and disruption of vmo. The patient was experiencing weakness and falls prior to revision. The surgeon noted surgical intervention involving the depuy patellar component, however, the patellar component was retained. Task initiated to create a new pc to capture second revision. Doi: (B)(6) 2016, dor: (B)(6) 2019 left knee.